Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify button keypad anomaly, time anomaly due to blank display. No moisture damage on motor noted. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via email that the insulin pump had keypad anomaly, moisture damage and blank display. Customer's blood glucose reading was unknown. Customer¿s parent advised the insulin pump was exposed the moisture, the keypad was unresponsive and the display screen was blank. Customer¿s parent advised the patient had a back up insulin pump and they were on vacation. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.